Event description:
Allegedly, patient was revised due to Infection.SRNJR Number: (b)(6).Side: L.Gender: F.MPO not revised products:Item ID: KFTCNP2L, Product: ADVANCE PRIMARY FEMORAL SIZE 2 LEFT NONPOROUS, Lot No: 1737472, QTY: 1.Item ID: KPONTP32, Product: ADVANCE ONLAY ALL-POLY PATELLA 32MM TRI-PEG, Lot No.: 1734198, QTY: 1.Item ID: KTCCNP20, Product: ADVANCE II CoCr TIBIAL BASE NONPOROUS SZ 2 STANDARD, Lot No.: 1740338, QTY: 1.

Manufacturer narrative:
MicroPort was made aware of this revision from the United Kingdom National Joint Registry. Reference investigation memorandum for full information. The indications for revision are known inherent risks of the device and/or procedure. Furthermore, there were no increases in hazard and harm risk levels identified for these product families. Therefore, no additional action is required.